Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite gastrointestinal videoscope had poor air/water supply during preparation for use. The unspecified procedure was completed using a replacement device. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was in the nozzle due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a scratch. Due to clogging of nozzle, water removal ability did not meet the standard value. The light guide bundle had a breakage. The connecting tube had a dent. Forceps channel port was shaved. The scope connector had discoloration. The protector of universal cord on scope connector side had a scratch. The image guide protector had a scratch. The scope connector cover unit had a scratch. Paint on suction cylinder was peeled. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The switch box had a scratch. The scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. The control unit had a scratch. The suction cylinder was shaved. Reprocessing subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material was unable to be identified. The root cause of the foreign material remaining in the subject device was unable to be identified. The operation manual provides the following: ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] [inspection of the water feeding function] 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.